Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device failed to open appropriately and device contamination could occur. An encore balloon catheter inflation device was selected for use. During unpacking of the device, it was noted that packaging did not open correctly. The tyvek labeling tore rather than coming entirely off the product. The physician was concerned about potential product contamination within the packaging.